Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme debilitating menstrual pain"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("abdominal cramping"), back pain ("severe back pain"), vaginal infection ("infection") with vaginal discharge, fatigue ("fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuations"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total hysterectomy with removal of the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain, abdominal pain lower, back pain, vaginal infection, fatigue, headache, weight fluctuation, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, pelvic pain, vaginal infection and weight fluctuation to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, heavy menstrual bleeding, abdominal pain, and dyspareunia, among other symptoms. Diagnostic results: following the requisite time period after implantation of essure patient had a hsg test. Company causality comment - incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *following the requisite time period after implantation of essure patient had a hsg test. Concurrent conditions included ovarian cyst and fibroma. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme debilitating menstrual pain/debilitating menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("heavy menstrual bleeding / heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain/abdominal pain"), abdominal pain lower ("abdominal cramping/abdominal cramping"), back pain ("severe back pain/severe back pain"), vaginal infection ("infection/vaginal infection") with vaginal discharge, fatigue ("fatigue/fatigue"), migraine ("migraines"), weight fluctuation ("weight fluctuations/weight fluctuation"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse),"), anxiety ("anxious/anxious"), depression ("depressed/depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches/headache"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain, abdominal pain lower, back pain, vaginal infection, fatigue, migraine, weight fluctuation, dyspareunia, anxiety, depression, vaginal haemorrhage and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, heavy menstrual bleeding, abdominal pain, and dyspareunia, among other symptoms. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received- new events abnormal bleeding (vaginal), migraines were added. New reporter, medical history were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.